Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the image sensor unit during the user's handling. As for the cause of the damage to the image sensor unit, it is possible that it was caused by an irregular load added to the universal cord, but the cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Ltf-s190-5/10 operation manual _important information ¿ please read before use_ dangers, warnings, and cautions :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by an olympus field service employee and the customer's complaint was confirmed. The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the image was noisy when shaking the light guide tube, the light guide tube was wrinkled, and the video cable was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex deflectable videoscope had an image anomaly, there was no image and the object was not visible. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm, no delay in procedure, or death reported. The patient was not under anesthesia. The facility finished the procedure with another set of device.